Event description:
Info was received from respironics international service manager that a pt allegedly expired while using this equipment. It was reported that the unit had been in use for six to seven hours and that the equipment continued to function, however the waveforms flat lined, and the ipap, epap, and rate parameter displayed "zeroed". The nurse reported that the unit did not alarm during this condition. The unit and alarm settings at the time of the event are unk. The pt was being ventilated via endotracheal tube. The exact cause of death is unknown. It is unclear at this time if the reported death is associated with the function of the device. The approved indications for the vision ventilator state that the device is an assist ventilator and is intended to augment the ventilation of a spontaneously breathing pt. It is not intended to provide the total ventilatory requirements of the pt. The unit has yet to be evaluated. Several attempts have been made to obtain info regarding this event and continued efforts to obtain additional info are ongoing.